Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2016 and barbed suture was used. During the procedure, the suture strand broke. The procedure was completed with traditional suture with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 4/28/2016. It was reported that the needle piece was visible in the tissue and removed with the needle driver, and fluoroscopy was done. Representative samples were received for evaluation. Visual and functional examinations were performed and samples met the specified quality requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.